Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient received inappropriate antitachycardia pacing (atp) therapy. The device diagnosed patient's rhythm, supraventricular tachycardia (svt) as ventricular tachycardia (vt). It was noted that the patient had cut down their medication and that patient is to resume their medication as normal. Patient presented to the clinic later and programming changes were made. Patient is stable and doing well. No further episodes were noted.